Event description:
It was reported that the pt experienced acute pain following a fall while mopping the floor. The pain was felt at the implantable neurostimulator site. It was also reported that the pt's implantable neurostimulator had moved closer to their spine following the fall. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)